Event description:
A falsely elevated ctni result of 11.18 ng/ml was obtained on a dimension analyzer. This result was not reported to the physician. The same specimen was retested twice and results of <0.04 ng/ml were obtained. On repeat analysis. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicated user maintenance issues.